Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The standard corail neck trial will not fit on the corail broach.

Manufacturer narrative:
A functional check found the complaint confirmed; the neck segment would not fit onto the broach. The root cause is attributed to misuse; deep circular scratching was found on the trunnion of the broach. Provided information states after the case it was discovered the surgeon messed up the trunnion while using the calcar planner making the neck segment unable to attach to the size 14 broach. Other neck segments were tried and also would not fit the size 14 broach. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.